Event description:
It was reported that a patient using home mechanical ventilation via tracheostomy was using a portex brand tracheal cannula which presented a fracture between the internal and external device. There was almost total fracture of the cannula body with the external portion and led to low volume ventilation dysfunction. They perform regular scheduled device replacements. There was mechanical ventilation compromise due to air leak and difficulty in the machine maintaining volume. The patient's mother also reported that the product was in use between 1 month and 2 months. There was patient involvement and no patient harm involvement.

Manufacturer narrative:
H3: two pictures were available for evaluation; however, the tube was not the blu select 8.0, suction aid, cuffed, non-fen which is mentioned in the complaint description. The tube on the picture was not made in ICU medical hranice. We are unable to confirm the reported complaint as the pictures attached for evaluation were of a different product than the one reported. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.